Event description:
A nurse using safety catheter when utilizing the push button the needle retracted but the whole device broke apart. Bd integra syringe 3ml 23g x 1 im needle (lot 2271484) used for im toradol administration. Medication drawn up into syringe, im injection preformed on patient, safety push on plunger initiated and needle did not retract into syringe. Plunger did engage and depress but the needle did not retract. Similar reports seen in maude database.